Event description:
It was reported that the pulse generator could not be interrogated when attempted in the nursing home.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that the pulse generator lost telemetry. The battery voltage was below end-of-life (eol) level due to normal battery depletion. After replacing the battery and downloading the product code, normal function ensued.